Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter city, initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During preparation upon unpacking, it was noticed that "the cotton thread was abnormally exposed and could not be used." It was reported that the suture was broken. The device was replaced and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During preparation upon unpacking, it was noticed that "the cotton thread was abnormally exposed and could not be used." It was reported that the suture was broken. The device was replaced and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter city, initial reporter state): (B)(6). Block h6: medical device problem code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator head had seven bands attached with no ligator shrink wrap. The suture thread was out of place but it was not broken. The handle did not show insertion marks of the trip wire. These findings were consistent with the findings when the device was observed under magnification. Additionally, the suture hole was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of suture broken was not confirmed. Upon analysis, it was found that the suture thread was not broken; however, the suture thread was out of place. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, suggests that it is possible that the premature removal of the shrink wrap had interfered with the functionality of the device by moving the suture thread from its place. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.